Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was beeping. The patient was then referred to the physician. Additional information indicated that the device set elective replacement indicator (eri) twice and reverted once. The device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate. The device was explanted at a surgical intervention and a new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was beeping. The patient was then referred to the physician. Additional information indicated that the device set elective replacement indicator (eri) twice and reverted once. The device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate. The device was explanted at a surgical intervention and a new device was implanted. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. The returned implantable pacemaker was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be this particular device was included in the advisory population.